Event description:
It was reported that the handset connector is faulty. The results of the investigation found that the downstream occlusion (dso) seal was damaged (detached). There was unknown patient involvement and unknown patient harm reported.

Manufacturer narrative:
B3: unknown; no information has been provided to date. H3: the device was received for evaluation. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. Visual and functional tests were performed, which found a damaged (detached) downstream occlusion (dso) seal. The dso seal was replaced to fix the issue.